Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Concomitant products: 270cc mentor smooth round high profile, catalog # 3503270, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a 270cc mentor smooth round high profile saline breast implant and experienced postoperative right-sided grade 4 capsular contracture and right-sided infection that required surgical intervention. The patient reported very bad pains in the right breast and right arm. She was swollen and right breast started to change and nipple facing down. Patient also reported right breast was tender, sore, and right arm felt weak. Physician diagnosed the condition as grade 4 capsular contracture. As a result, patient had revision surgery on (B)(6) 2019 where the right implant leakage and wound infection was noted, and the right implant was removed without replacement. Patient had a pump and tube inserted under the right breast to flush out the infection for two weeks. It is unclear whether the fluid from infection was tested. Patient is scheduled for a replacement surgery on (B)(6) 2019. Patient also reported this event under medwatch number mw5090376.

Manufacturer narrative:
On 13-dec-2019, mentor became aware that the patient underwent replacement of the right breast with 290cc mentor smooth round high profile saline breast implant, catalog # 3503290 and serial # (B)(4) on (B)(6) 2019. Per review of the file, mentor became aware that the following updates are valid and corrected report is needed. The explantation date was updated to (B)(6) 2019 and the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).